Event description:
It was reported that the customer was hospitalized, due to high blood glucose. The customer received several motor error alarms on the insulin pump and changed his infusion set, however, he did not test his blood glucose. No further info was provided.

Manufacturer narrative:
Analysis was performed on the insulin pump and it alarmed motor error due to the encoder signal out of phase. Unable to perform the seat, rewind, basic occlusion test, occlusion test and prime test due to motor alarms.